Event description:
It was reported that the patient experienced a connection issue between the transfer set and titanium adapter during peritoneal dialysis (pd) therapy, which caused peritonitis. The transfer set fell off in the shower and the patient did not clean the exchange area before starting pd therapy. The peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient began treatment with unspecified antibiotics intravenously (dose and frequency not reported) for peritonitis. The patient was not retrained on break in aseptic techniques. Three days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.